Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal fentanyl 50 mcg/ml at 316 mcg/day via an implanted pump for an unknown indication. It was asked but unknown when the event/difficulty occurred. It was reported a skin infection at the site of the pump pocket occurred. The pump was replaced on (B)(6) 2020 and the return status was unable to determine as the hospital had possession of the product. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was noted they replaced partial catheter pump and moved the pocket location. The patient¿s weight and medical history were asked and would not be made available (legal/confidential reason). The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ no further complications were reported/anticipated or expected.